Event description:
It was reported that the patient experience ineffective stimulation, unintended stimulation and pocket site pain. Diagnostics revealed one lead was fractured and the other lead had high impedances due to bilateral leads being tangled from twiddler syndrome. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein system was explanted and replaced, and the new ipg was sutured down to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.